Event description:
Rptr is not able to put on a pair of these gloves because of tearing. These gloves offer no protection to the home health nurse nor the clinic nurse. They are of very poor quality, break easy, and are discolored.